Event description:
Adverse event(s): "the surgeon did not report any harm to the pt or user" (no consequences or impact to pt). Product problem(s): "the surgeon reported the optic was not clear" (device operates differently than expected). The surgeon reported the image seen through the laser indirect ophthalmoscope (lio) was not clear. The surgeon stated he saw flashes and sparkles. The lio was switched out and the case was completed as planned. The surgeon did not report any harm to the pt or user. The company sales rep stated there was no laser flashback to user harm. The surgeon reported the optic was not clear.

Manufacturer narrative:
The company service rep examined the system. The lio was replaced. The system was then tested and met all product specifications. The lio has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).